Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with a hysterectomy and bilateral salpingo-oophorectomy. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion, the patient experienced dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2005 by dr (B)(6) due to mesh band at the vaginal apex, retension after placement of mesh sling and on (B)(6) 2007 by dr (B)(6) due to vaginal banding at apex secondary to mesh, deep dyspareunia.

Event description:
It was reported that following insertion the patient experienced dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2005 by dr (B)(6) due to mesh band at the vaginal apex, retension after placement of mesh sling and on (B)(6) 2007 by dr (B)(6) due to vaginal banding at apex secondary to mesh, deep dyspareunia.

Manufacturer narrative:
It was reported that following insertion the patient experienced pressure sensation in her perineum.

Event description:
It was reported that following insertion the patient experienced pressure sensation in her perineum.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06782, and 2210968-2012-06784. The same patient is represented in each medwatch.